Manufacturer narrative:
Pt did not return suspect product(s), thus evaluation could not be performed.

Event description:
Pdc received a call on (B)(6) 2011 to report medical intervention that occurred in (B)(6) 2010. Pt was unsure of exact day but said it was around the 1st of the month and around 11am. Pt stated she was feeling weird but could not describe what she was feeling, she tested on the prodigy meter around 9:30am and received a 387mg/dl. Pt performed a 2nd blood test and received a 387mg/dl again. Pt ate oatmeal or cream of wheat on this day. Pt called the paramedics around 11am, when they arrived they tested the pt and received a high reading but did not tell the pt what it was. Pt was transported to the ER and was given an IV drip in the ambulance. She stated the paramedic had a hard time getting her blood glucose level down. Pt does not remember what her reading was upon arrival at ER. Pt reading at discharge was 170mg/dl and was in the ER for about 4 hours. Discharge instruction were to go see an endocrinologist. Prodigy sent replacements along with a prepaid envelope for return of suspect products.